Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02241. The patient received three percutaneous leads (from two separate lots) in her occipital region for migraines (off-label). It was reported, the patient requested his system be explanted due to lack of efficacy. It was reported, the patient had been reprogrammed and felt stimulation in the desired location; however, he felt he was not getting sufficient benefit from his system. Surgical intervention will be undertaken to resolve the issue.